Event description:
During a procedure, a 14mm enterprise stent (enf451412) appeared to get stuck in the select plus 150/5 cm microcatheter (mc), and the enterprise and mc were removed as unit with the stent still in the mc. A new microcatheter was inserted and another enterprise stent was placed. The patient was in good condition, and the procedure was completed without further incident.

Manufacturer narrative:
The complaint received states that the prowler select plus micro catheter was obstructed and accordion in the patient and that the enterprise stent system delivery wire was impeded. The vessel was widely patent with no noticeable disease. The aneurysm came off just distal to a turn in the vessel, but it was not anymore tortuous then seen before. During a procedure, a 14mm enterprise stent ((B)(4)) appeared to get stuck in the select plus 150/5 cm microcatheter (mc), and the enterprise and mc were removed as unit with the stent still in the mc. A new microcatheter was inserted and another enterprise stent was placed. The lot number for the microcatheter was unknown, since the box was thrown away earlier in the case. During the case the microcatheter appeared accordion. A constant and dedicated saline source was utilized at all times, and the distal tip of the microcatheter was not re-shaped. After removal from the patient, other than the reported event and accordion condition of the microcatheter, no other damages noticed on any of the devices (enterprise delivery system- fracture, separated, kinks, bends, etc, distal tip -unraveled, stretched, kinks, bends, fractures, etc, stent-fracture, separated, uplifted struts, kink, bends, etc). The patient was in good condition, and the procedure was completed without further incident. No further information was available. A non-sterile microcatheter select plus and enterprise vrd and delivery were received coiled inside a plastic bag. The enterprise was received stuck on the microcatheter. The microcatheter presented a wavy condition at the proximal end, and compress/flat was found on the distal section. The hub presented blood dry residuals. No other anomalies were observed on the received unit. The microcatheter was inspected under microscope and the compress/flat was confirmed at 0.3, 1.2, 1.7and 3cm from the distal end, and the wavy condition found in visual inspection were confirmed from 6cm to 16cm from the hub. To perform the functional analysis it had to cut the microcatheter at 6 cm from the distal section, after that the enterprise vrd was removed from the microcatheter with a lot of blood dry residuals, the functional analysis was performed successfully using the involved enterprise (only using the proximal cut section of the microcatheter), the enterprise (without stent) was able to go through the microcatheter and no resistance or friction was felt. The device history record could not be performed since the lot was not provided. The failure as "catheter body shaft - accordioned" was confirmed during the analysis. The cause of the damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The reported failure as "catheter- obstructed" was confirmed during the analysis. The root cause of the compressed/flat damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time. The failure reporter by the costumer as "delivery wire/impeded-in microcatheter" was confirmed due to the enterprise was received stuck on the microcatheter; the cause of failure may be related for the compress/flat section on microcatheter and the blood dry residuals on it. The failure as "catheter body shaft - accordion" was confirmed during the analysis. The reported failure as "catheter- obstructed" was confirmed during the analysis. The root cause of the compressed/flat damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling factors may have contributed to the confirmed events. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00324 and 1058196-2011-00325.

Manufacturer narrative:
During a procedure, a 14mm enterprise stent ((B)(4)) appeared to get stuck in the select plus 150/5 cm microcatheter (mc), and the enterprise and mc were removed as unit with the stent still in the mc. A new microcatheter was inserted and another enterprise stent was placed. The patient was in good condition, and the procedure was completed without further incident. The lot number for the microcatheter was unknown, since the box was thrown away earlier in the case. During the case the microcatheter appeared accordioned. A constant and dedicated saline source was utilized at all times, and the distal tip of the microcatheter was not re-shaped. After removal from the patient, other than the reported event and accordioned condition of the microcatheter, no other damages noticed on any of the devices (enterprise delivery system- fracture, separated, kinks, bends, etc, distal tip -unraveled, stretched, kinks, bends, fractures, etc, stent-fracture, separated, uplifted struts, kink, bends, etc.) The vessel was widely patent with no noticeable disease. The aneurysm came off just distal to a turn in the vessel, but it was not anymore tortuous then seen before. No further information was available. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00324 and 1058196-2011-00325. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00324 and 1058196-2011-00325. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.